Event description:
It was reported "notified by value analysis coordinator that 5 of the hudson rci size 8 etts had blown cuffs during use on patients and patients had to reintubated. All patients are in stable condition." There was no patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers: (B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.